Manufacturer narrative:
Technical support determined the side rail end tube was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Technical support provided the part number of the side rail end tube. They instructed the distributor to replace the end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a distributor stating the side rail would not latch. The bed was located in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).